Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, product lot/serial number: unknown, product type: 0195-heartvalves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve into an indwelling surgical aortic valve (sav), the valve appeared constrained in the sav. Subsequently, the valve was recaptured into the delivery catheter system (dcs). On the second deployment attempt, the valve once again appeared constrained. Subsequently, the valve was recaptured and the system was withdrawn from the patient. A new valve was opened and used. It was noted that during one of the deployment attempts, there was a brief loss of perfusion due to the constrained valve. A 10 minute procedural delay occurred as a result. Per the physician, the patient's indwelling sav contributed to the expansion issue.